Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that during initial setup and while the patient was in the operating room (or) under anesthesia, the aquabeam handpiece generated an e03 - console error code. Troubleshooting was performed; however, the issue persisted. Two additional aquabeam handpieces were used, but the same error occurred again. The surgeon elected to abort the procedure and reschedule for a later date. The patient experienced no adverse health effects as a result of this event.

Manufacturer narrative:
Component code = 4756 - aquabeam console, a reusable component of the aquabeam robotic system. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.